Manufacturer narrative:
(B)(4). Retainer ring = black. The insulin pump was received with a scratched case and a cracked case-corner of belt clip rails near the battery compartment. The test p-cap, reservoir does lock properly inside the reservoir tube. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly noted. No moisture damage noted on the vibrator, battery tube and keypad assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. In conclusion, the pump had a blank display due to moisture damage on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had cracked and it was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.